Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301947 and lot number 2109151. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of defect were identified. Based on the investigation results, an exact cause could not be determined for the reported incident. Any breakage issue is very rare for the cannula component unless there was inappropriate use of the product. Additionally, cannula pull out testing is performed for compliance of each lot manufactured before release. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd¿ syringe with needle was broken. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 am on june 18, 2023, a nurse found that the opening of the 10ml syringe needle was ruptured while using a 10ml syringe to seal the tube.

Event description:
It was reported that the bd¿ syringe with needle was broken. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 am on (B)(6) 2023, a nurse found that the opening of the 10ml syringe needle was ruptured while using a 10ml syringe to seal the tube.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.